Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip arthroplasty, the inserter broke when the implant was being inserted. The surgery was completed with another device. No known adverse event was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection determined that the hex bolt was fractured and missed. Thread gauging could not be performed as damage was too severe. The device shows wear and tear indicating potential field age of approximately 2 years. Review of the receiving inspection reports for the reported component identified no deviations or anomalies that could contribute to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.